Event description:
A customer contacted (B)(4) regarding assistance setting up the home choice (hc) during prime. The home patient (hp) stated that the spike came out of the final line in the priming. (B)(4) assisted the hp to cycle power off and on. (B)(4) explained to the hp to get another final bag and connect the bag to the final line and press go. The hp stated that the hc was now priming as normal. The hc was operational and a swap of the device was not necessary. There was no serious injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). The sample is not available. No further information is available at this time. Should any additional information become available, a follow-up report will be submitted. The lot number was not provided; therefore a batch review cannot be conducted.

Manufacturer narrative:
(B)(4). This report for a connection issue - disconnection of a supply bag was not confirmed in the lab due to a lack of sample. Not enough data is available to identify the root cause; therefore the root cause of the complaint was not determined. Similar reports have been received by baxter for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.